Event description:
It was reported that during da vinci-assisted malignant hysterectomy surgical procedure, the large suturecut needle driver instrument was found to have broken/frayed cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and also during sterile process, and prior to procedure. There was no visible damage observed. Cuff closure during hysterectomy procedure was being performed when the issue occurred. The instrument did not collide with any other instrument or tool during the procedure. They had issues related to opening/closing of the grips and also issues related to left/right (yaw) motion of the grips. There were no issues related to up/down (pitch) motion of the wrist and there were no cables visibly protruding from the distal end of the instrument. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The large suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the grip hub. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking additional observation(s) found unrelated to the reported complaint: the instrument was found to have blade damage at the middle of the blade. Both of the blade edges were indented. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.